Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion of penicillin g 3 million units/d5w that was programmed to infuse over 30 minutes was completed "a few minutes later" in the ICU. The customer suspects it may have been a check valve malfunction, or possibly the device infused the antibiotic more quickly than programmed. The device was still infusing and there was 20 minutes remaining for completion of the antibiotic when the empty secondary bag was noticed. The pump and error/event logs were reviewed by the clinical engineering team, and there were no instances of over infusion found in the logs. There was no patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical products: baxter, 1000ml IV bag of 5% dextrose injection usp, lot: w5g16a1, exp: january 2017; baxter, 50ml IV bag of 0.9% sodium chloride, lot: w5h13c0, exp: august 2016. The customer¿s report of the secondary infused too quickly ¿possible check valve malfunction¿ was not confirmed. No anomalies were observed during visual inspection. The check valve was visually inspected under a microscope, the silicone membrane was centered. Testing of the returned part from the supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the secondary infused too quickly was not identified.